Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was observed with the right atrial (ra) lead, and noise was also observed with the right ventricular (rv) lead. Lead noise could be reproduced with pocket manipulation and during patient's arm rotation. Damage to the leads' insulation inside the pocket was suspected, and a replacement procedure was planned for. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced, and the ra lead was capped and not replaced. No patient complications have been reported as a result of this event.